Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan results of 8 mmol/l and "3.x" mmol/l compared to competitor meter readings of 12 mmol/l and 6 mmol/l, respectively. The customer further reported that the issue occurred on an unspecified date in july and they were admitted to the hospital for one night due to the reading discrepancy. No further details were reported. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. As npr investigation was conducted prior to the product being returned and investigated. Therefore, no investigation activities are required.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan results of 8 mmol/l and "3.x" mmol/l compared to competitor meter readings of 12 mmol/l and 6 mmol/l, respectively. The customer further reported that the issue occurred on an unspecified date in july and they were admitted to the hospital for one night due to the reading discrepancy. No further details were reported. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan results of 8 mmol/l and "3.x" mmol/l compared to competitor meter readings of 12 mmol/l and 6 mmol/l, respectively. The customer further reported that the issue occurred on an unspecified date in july and they were admitted to the hospital for one night due to the reading discrepancy. No further details were reported. Based on the information received, there was no report of death or permanent impairment associated with this event.